Event description:
It was reported that resistance was met when advancing the spring wire guide (swg) through the needle at approximately 15cm. The doctor then removed the swg and found it had unraveled. The swg was removed in its entirety and no complications were found.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.